Event description:
It was reported that the catheter was not flushing properly, saline was coming out of the wire lumen. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. The catheter was prepped, no abnormalities were noted. A merit guidewire was used. Upon insertion into the patient and attempt to irrigate, a fast leak was observed from the guide wire lumen. A pressure bag was utilized for irrigation. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.